Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer's blood glucose was 98 mg/dl at the time of admission, but it was 17 mg/dl when the paramedics arrived at her home. The customer had been experiencing low blood glucose levels for the past few weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals and reservoir volume were correct. The insulin pump also passed the displacement test. The customer stated that she is highly sensitive to insulin, and since the hospitalization, her basal rates have been lowered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.